Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure there was an error code 5 indicated on the instrument and a fragment of the broken blade tip fell into the patient. This fragment was removed. The site used another device to complete the case. There was no patient consequence.